Event description:
The facility reported a flo-gard infusion pump that does not function; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump that does not function was confirmed and reproduced during evaluation. The cause of this condition was determined to be a swollen main battery. The main battery was replaced to fix the reported condition.